Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced post-dinner hypoglycemia after announcing ¿usual¿ meals while consuming low-carbohydrate dinners, during which the ilet delivered approximately 4 units of insulin; guidance was provided to announce ¿less than¿ or omit meal announcements for very low-carbohydrate meals, and the user temporarily paused insulin delivery. Symptoms included low blood glucose to 56 mg/dl without loss of consciousness or other acute sequelae. Outcomes included approximately 30 to 40 minutes outside the target range, self-treatment with oral glucose tablets and 4 ounces of juice, and no medical intervention or hospitalization. Investigation included review of device-reported dosing behavior and user reports, and provision of troubleshooting and education regarding correct meal announcement usage. Investigation of this case revealed appropriate device function and dosing consistent with learned usual dinner insulin needs, with user meal announcement discordant with actual carbohydrate intake contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement selection and carbohydrate variability.